Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. The customer was ultimately able to successfully load a new cartridge on the pump and resume insulin therapy. There was no reported adverse impact to the customer's blood glucose level. The pump was replaced for customer satisfaction, and then customer continued to use the pump for insulin therapy.